Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Rewind functioned properly and no unexpected loss of settings after battery change, unusual motor noise, motor/drive anomaly, unexpected failed battery test alarm, or unexpected battery power loss, noted during testing. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that motor of insulin pump was slower and did not power on after battery change. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump did not save initial calibration. The insulin pump will not be returned for analysis.